Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is confirmed but the exact cause remains unknown. One x-ray photo sample was returned for investigation. The reported device in use is a powerpicc provena catheter; however, the exact configuration is unknown since a photo of the device and product information were not provided. The x-ray sample is annotated, ¿we counted five kinks - 2-3 are visible in this view¿. The x-ray appears to show the catheter line in use. Two peaks/bends in the catheter appear to be visible. Since a kink appeared to be present in the x-ray sample provided, the complaint is confirmed but the exact cause could not be determined. The product IFU precautions state,¿ avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the provena PICC catheter kinked in 5 places. It was reported that it "worked fine" for three weeks until the patient went to CT and it was power injected.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the provena PICC catheter kinked in 5 places. It was reported that it "worked fine" for three weeks until the patient went to CT and it was power injected.